Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospital visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had a hospital visit due to faulty pods. No further details are available at this time.